Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt was implanted with an scs system on (B)(6) 2010 including non rechargeable ipg. It was reported that he experiences stimulation in his legs after the therapy has been turned off. In addition, the pt reports recent swelling in his feet and legs. A consultation with the pt's physician has been recommended.